Event description:
"Doctor said replaced clips (2) on cystic duct stump; pt came back into or with in 24 hours with a stump leak. Had to re-clip the duct stump. He said clips rebounded off the duct."

Manufacturer narrative:
Product has not been returned to the MFR for evaluation. If product is returned, evaluation will be completed and final report will be submitted.